Event description:
Boston scientific received information that this patient implanted with this pacemaker passed away one day post-implant. A patient advocate called to report this, but did not expand on the details surrounding the patient's death, but did mention that she has contacted a lawyer. There were no reported allegations against the device functionality or that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). The field representative that was present at the implant procedure has been contacted for additional information. When additional information becomes available, this report will be updated.